Event description:
Medtronic received information that one day post implant of this tricuspid annuloplasty device, the patient passed away. The cause of death was not reported. There is no information to suggest the medtronic device caused or contributed to the death. It is unknown if an autopsy was performed.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.